Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection was performed, and the following observations were noted: tamper seals were not intact. The top case was cracked, bottom case speaker screw insert broken off, the dowl pin not intact on the plunger head mount. Functional and delivery testing was conducted. The reported event of syringe flange sensor error was replicated during start up testing. Syringe flange sensor error was identified in event history log review. The reported issue was confirmed. The root cause was determined to be contamination on the opto coupler, ear clip and spring. This issue was customer induced via fluid ingression into the main body of the pump as a result of either the customer's improper cleaning of the pump, or the customer's introduction of excessive fluids to the pumps surface. The following actions were taken: replaced opto-coupler, ear clip and spring. Additional repairs included: replacement of top case, left plunger case, plunger head mount, dowl pin, bottom case, parts of the drive train assembly and added the cable guard. Functional and delivery all passed after repair.

Event description:
It was reported that the device presented a syringe flange sensor error. No patient injury was reported.